Manufacturer narrative:
Concomitant medical products: product ID 3389s, lot# va1gwl, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2017. During the surgery, it was reported that the electrode resistance was too high so the lead was replaced to complete the operation. It was then stated that the cause and what troubleshooting was performed related to the event were unknown. There was no known impact or consequence to the patient. No further complications were reported/anticipated.